Manufacturer narrative:
The device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. An olympus representative visited the user facility for reprocessing training and assessment of the reprocessing procedure. The user facility did not aspirate water into the instrument channel during the precleaning. The user facility commented that the causal relationship between the infection and the endoscope was remote, and there is a high possibility that environmental factor such as water quality or storage cabinet caused the reported event. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that two patients were infected with serratia after an unspecified procedure using a bronchoscope. Olympus contacted the user facility to obtain further information such as the outcomes of the infected patients, but they did not provide additional information at that time. The device had been reprocessed using an olympus automated endoscope reprocessor model oer-4 (not available in the USA) with peracetic acid. The user facility did not return the device to olympus, since they are continuously using the device. Olympus reviewed the sales history for the user facility, and confirmed that the bronchoscope related to the event was bf-260. Olympus is submitting MDR according to the number of the patients who were infected potentially associated with the endoscope. This is 2nd of 2 reports.